Event description:
This is a spontaneous case report received from a physician in (B)(6) on 10-mar-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014; the lot number used was c13149, and the conditions of placement were normal, essure had been placed without difficulty. The surgeon was trained to essure procedure. Patient had no known allergy. The patient experienced chronic pelvic pain since the placement of essure. A plain abdomen x-ray and MRI were done and showed normal result. Chronic pelvic pain was observed during the consultation. There was no cause related to the patient which could explain the event. Ptc investigational result received on 24-mar-2015: ptc global number: (B)(4). Essure production date (23-jan-2015) and expiration date (31-jan-2017) were added. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from the gynecologist on 28-apr-2016 from physician - case was upgraded to incident: the patient's history included wisdom teeth extraction in childhood, no alcohol addiction, non-smoker, no drug addiction. Essure was inserted on 18-jun-2014 for contraception. Salpingectomy was performed by laparoscopy on (B)(6) 2015. Histology: fallopian tubes section with no anomaly. The event chronic pelvic pain recovered on (B)(6) 2015. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-apr-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 967 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had chronic pelvic pain since essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopic salpingectomy and recovered from the event. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Additionally, she recovered with device removal. Therefore; causality with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).